Event description:
On (B) (6) 2010, patient's mother reported, the patient was having an elevated blood glucose reading over 500 mg/dl on (B) (6) 2010. Patient's normal blood glucose is around 170 mg/dl. Mother reported, they changed the insulin cartridge, infusion set and infusion site; patient's blood glucose remained elevated. Mother stated, on (B) (6) 2010, they put the patient back on injection therapy and currently her blood glucose is approximately 160 mg/dl. Mother reported there were no error messages or occlusions received from the infusion device. Mother stated, the battery cover has never been changed; advised to change every 4th battery change. Mother reported the patient was bolusing but her blood glucose would not reduce. Mother stated, patient uses her upper backside for an infusion site due to pulling them out for being so active. Reviewed site rotation and management. Mother stated, they have been working with their medical professional with adjusting basal rates and general parameters. Reviewed bolus history; most recent bolus was done on (B) (6) 2010. Advised to switch to her backup infusion device. On (B) (6) 2010, clinical specialist reported patient went back on injections rather than switching to the backup infusion device based on the physician's recommendations and now the patient's blood glucose is fine. Attempt at follow up, was unsuccessful. Sent adhesive dressing and infusion sets; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.